Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative diagnosis was large cystocele, urinary stress incontinence, uterine prolapse, and symptomatic rectocele. The postoperative diagnosis was large cystocele, urinary stress incontinence, uterine prolapse, symptomatic rectocele, anterior and posterior repair with mesh, removal of uterus and cervix, vaginal hysterectomy, and left salpingo-oophorectomy.

Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer) (B)(4). Section a: patient information not provided. Section b3: incident date was not provided. Section d6, d7: implant and explant date were not provided. Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.